Manufacturer narrative:
Added: b1 (is product problem), d9 (date device returned to manufacturer), and e1 (initial reporter title, facility name and address). Corrected: e3 (initial reporter occupation).

Event description:
An impella¿cp device was inserted via the right femoral artery in a 62-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of coronary artery disease, diabetes mellitus, and renal insufficiency. During support, the patient who already had an impella cp in place was found to have plasma-free hemoglobin (pfhgb) levels greater than 15, red/brown urine, and laboratory samples intermittently hemolyzing, consistent with hemolysis. The hemolysis improved after volume administration and repositioning of the pump. The patient survived to explant. The reported hemolysis is a known risk described in the instructions for use and may be due to hemodynamic instability, loading conditions, and underlying critical illness typical of patients supported for ami/cgs.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.